Event description:
It was reported that the handpiece began overheating during an oral extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but the alleged condition of the device overheating during usage could not be confirmed. Based on the investigation details, the rotor and bearings have been replaced along with other components as part of preventive maintenance. The handpiece received a clean, lube, and adjust, and was returned to the customer.